Manufacturer narrative:
Calibration, controls, and pre-analytic sample handling information did not show any abnormalities. The alarm trace showed a few sample clot alarms. The investigation determined the service actions resolved the issue. The information suggests insufficient service maintenance.

Manufacturer narrative:
The calcium reagent lot number was 733620. The reagent expiration date was requested, but not provided. The field service engineer determined the gear pump pressure was unstable. A rinse station was loose and was not adjusted correctly. The wash alignments for the reagent probes were out of adjustment. The gear pump head was replaced. The rinse station was tightened and the probes were aligned. The washing mechanism was checked. Mechanical checks were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ca2 (calcium) on a cobas 8000 c702 module. The first sample initially resulted in a calcium value of 1.88 mmol/l and repeated as 2.53 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 2.54 mmol/l. The second sample initially resulted in a calcium value of 1.65 mmol/l. The sample was repeated twice, resulting in values of 2.19 mmol/l and 2.21 mmol/l. The third sample initially resulted in a calcium value of 1.96 mmol/l. The sample was repeated twice, resulting in values of 2.35 mmol/l and 2.38 mmol/l.